Event description:
Customer reported that their pump screen was not functioning, as it remained dark and would not turn on. There was no reported impact on the customer¿s blood glucose level. Technical support attempted multiple troubleshooting steps without success and ultimately decided to replace the pump. The customer was informed to use multiple daily injections as a backup therapy and was instructed on how to return the faulty pump.